Event description:
When attempting to place IV, nurse tried to pull needle out/ away from catheter. Needle became almost "stuck" difficult to remove. Pulled needle harder and eventually did come out along with catheter, but IV and catheter were split at the tip. Catheter and needle came out intact, however was split/ separated.